Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix extended, bent and stretched out of specification. No further helix testing possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the lead, the helix remained fixed when the physician wanted to reposition the lead in a different location. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.